Event description:
Customer stated that bed was alarming.

Manufacturer narrative:
Technician found that there was corrosion on connector of right ucm. He replaced ucm to correct problem. No patient involved, bed was in storage.